Event description:
It was reported the procedure was performed to treat the left systolic aortic arch with heavy in stent stenosis. A 2.5x60mm armada 18 balloon was inserted and advanced to the target lesion without issues. However, on the first inflation, the balloon ruptured at 15 atmospheres. Therefore, the device was removed and replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. In this case, it was reported that the balloon was overinflated to 15 atmospheres. It should be noted that the armada 18 instruction for use states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 14 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.